Event description:
It was reported patient had a revision of poly wear in left knee due to instability.

Manufacturer narrative:
An event regarding wear and instability involving an mrh insert was reported. The event was confirmed. Method & results: -device evaluation and results: burnishing and third-body damage were observed on the insert. These damage modes are consistent with clinical use and are commonly identified damage modes in uhmwpe inserts. A material analysis has been performed. The report concluded: burnishing and third-body damage were observed on the insert, bumper, and bushings, surface conditions which are consistent with use. The bushings also contained cracks in the internal walls, likely due to use. Burnishing observed on the proximal/lateral surface of the reverse crossover component likely occurred from contact with the femoral component (not provided). The sleeve had significant material damage consistent with explantation damage. No material or manufacturing defects were observed on the device features examined. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported patient had a revision of poly wear in left knee due to instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.